Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and several cubies were not released. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the cubies were not detected on bus. A field service engineer inspected the station and reconnected the retractor band connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.